Event description:
It was reported by the customer. A member of staff moved the mk1 pool hoist from the storage to the pool side and while trying to locate column into the pool side socket, the clamp holding the pool lift was undone before the column was located into the socket (it is not clear if the staff member who was hospitalised did this or a disabled person helper who was present), then the part dropped down and trapped the member of staff's finger causing injury - the member on staff was sent to hospital to receive treatment.

Manufacturer narrative:
This report is being filed under exemption by arjohuntleigh, inc on behalf of the MFR arjo (B)(4). Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the mfg site arjo(B)(4). As of 06/15/2010, the (B)(4) number was de-activated due to the site no longer being a MFR, then 07/16/2012, the (B)(4) number was de-activated due to similar reasons. Going forward, complaints related to this product are to be handled by arjo huntleigh (B)(4). As medical intervention and hospitalization was needed due to the finger injury (amputation was suspect to happen), this issue was decided as reportable to ensure transparency. Trend review: an MDR review was performed for this product. There have been no MDR's involving an mk1 pool lift with a similar failure to date. Other MDR's are not related to this failure mode. Complaint review: no other complaints with a similar failure mode were found. There is no trend observed for this failure mode for mk1 pool lift device. The product serial number (B)(4) was produced and tested in (B)(4) in june 1999. This means that the device has been in use for over thirteen years. Root cause analysis: the available products were not requested to be returned for testing, since the products were already inspected by an arjohuntleigh representative at the customer site and found to be sufficiently clear and detailed for this investigation. An on-site test of the products with the customer by an arjo technician was performed. It was established that: the overall lift condition is good, the boom brake and clamps on the transfer trolley were checked and found to be functioning correctly, clamps on transfer trolley had all pads in place and no evidence was found to indicate what may have caused the accident, the service of the hoist is due mid september. Pictures were found to be in line with the arjohuntleigh technician's findings at the customer site. Further problem confirmation was carried out as follows: according to the service technician: the only thing that would trap the persons finger is the flanged edge at the bottom of the wire drum housing. The socket that the hoist fits in is not at ground level, it is lower than that, as it is situated in the cleaning gulley that surrounds the pool. The technician's opinion is that the operator positioned the hoist over the socket and has undone the clamps, without winding the lowering handle on the transfer trolley and the hoist has slid down the clamp and caught his finger. The lift was found to be in line with the spec, so the root cause of the event is considered to be a use error. A root cause analysis was performed using a top-down methodology: why did the column drop down? Most probably the operator positioned the hoist over the socket and un-did the clamps, without winding the lowering handle on the transfer trolley, and the hoist slid down the clamp and caught his finger. Why were the clamps not secured? It is not clear if the staff member who was in hospital un-secured the clamps or a care assistant who was present. This lift transfer was not performed according to the instruction (dx10380, issue 3, part title: 'using your pool lift transporter'). Why was the labeling not followed? No training evidence was provided for the staff involved. Additionally the disabled person was helping during this transfer. The root cause of the event is considered to be a use error. Final conclusions: we have been able to duplicate the failure mode of this complaint in theory. We have been able to establish that there is no complaint trend with this product and issue. We have found that the product was up to spec when the event occurred. We have not been able to find any contributing mfg anomalies. We have found that the lift was not used for a poolside transfer at the time of the event. We find this complaint to be reportable to the competent authorities. The most probable root cause of the incident was found to be the use error.